Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR report number 3006630150-2025-04718), the lead was frayed before entering into the port of the new battery. Wires were exposed so device will not be activated until the leads get replaced.